Manufacturer narrative:
Hospital never replied to multiple requests regarding status of technician.

Manufacturer narrative:
From the root cause investigation, it indicates that the reverse flow most likely came from the therapist trying to inject the blood into the analyzer.

Manufacturer narrative:
Date of event stated is best estimation. Please note there was no impact to the patient, the incident only involved the therapist. The affected analyzer was tested by the customer that found it to be working without problems. The analyzer was hereafter put back in service.

Event description:
According to the complaint, a customer ran a sample on an abl90 flex analyzer ((B)(4)). During the run, the blood reversed which caused blood to spray into the customer's mouth and nose. The customer did not use radiometer syringes. The customer did not use the required safety shield. The patient was hiv positive and the therapist will undergo further testing.